Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with physioneal 40, 1.36% unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis as manifested by cloudy effluent and abdominal pain. The patient informed the nurse that no break in aseptic technique occurred. On (B)(6) 2011, the patient was hospitalized for the peritonitis. On (B)(6) 2011, the patient began remedial treatment with vancomycin until (B)(6) 2011 and ceftazidime. On (B)(6) 2011, imipenem was added to antibiotherapy. The nurse did not know the end date for treatment with ceftazidime and imipenem. On (B)(6) 2011, physioneal therapy was withdrawn and the patient's tenchokff catheter was removed because the peritonitis evolution was not favorable. On (B)(6) 2011, the patient began hemodialysis. On (B)(6) 2011, the patient was discharged from the hospital. On an unknown date in 2011, the patient recovered. The nurse stated that the event of peritonitis was unrelated to physioneal therapy.